Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted due to infection. During the explant procedure, the physician noticed that the lead tip was detached from the electrode. The physician removed the lead except for the tip that remains in the patient's right ventricle. Patient's condition was good following the procedure.